Event description:
It was reported that the patient with this inflatable penile prosthesis experienced paint, discomfort, and tenderness. The device was removed, the implant site was washed out with antibiotics and replaced with new cylinders. No further patient complications were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Correction to field h6: impact codes. Model number/catalog number: 72404156. Serial number: n/a. Batch/lot number: 1100413666. Model/catalog description: reservoir 100 ml pc/iz. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404322. Serial number: n/a. Batch/lot number: 1100406019. Model/catalog description: rte snapcone cx/lgx 2.0cm. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. There was no reported device performance allegation. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. The reported patient symptoms are known risk associated with this device type and indicated as such in the IFU. Additionally, a risk review was completed, and pain and discomfort symptoms are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this inflatable penile prosthesis experienced paint, discomfort, and tenderness. The device was removed, the implant site was washed out with antibiotics and replaced with new cylinders. No further patient complications were reported.